Event description:
Heparin infusion via pump. Should have delivered 6 ml per reading on pump. Syringe still full at 48.5 ml. No volume delivered to patient according to syringe level. Problem identified because patient was on ECMO and having regular activating clotting times done. Clotting time decreased from 202 to 184 to 155 in 1 hour. Pump sent to smiths medical for evaluation and repair. Company found that clutch spring was broken causing the tack to move freely without pressing the clutch. This was causing the pump to count even though infusion was not happening.